Event description:
The customer reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. As a result, the customer¿s blood glucose level exceeded 500 mg/dl. To address the elevated blood glucose, the customer administered a correction injection using manual insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.